Manufacturer narrative:
Additional information was added to b5 and h10. B5: upon additional information, it was further reported this device was reported in error. Therefore, there is no malfunction or adverse event associated with this complaint. H10: no device will be received as this device was reported in error. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) leaked. The issue was identified before use. There was no patient involvement. No additional information is available.